Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was printing gibberish. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing gibberish. A field service engineer (fse) addressed an issue where the fujitsu printer was producing unreadable output by remotely accessing the device and removing the existing printer drivers and printer configuration from the operating system. The fse then reinstalled the appropriate printer drivers and rebooted the system, after which normal printing functionality was restored. The system functioned as intended after field service engineer repaired the device.